Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the programmer failed to power on, the programmer was returned without a power supply and the back-up battery was depleted. It was noted during analysis that the stylus did not work with the display. As service does not have any available displays to repair the device, the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.